Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer reported an elevated blood glucose (bg) level of 400 (mg/dl). A manual injection was delivered to address bg levels. Due to occlusion alarm occurring in the past, troubleshooting to find the source of occlusion was unable to be performed by tandem technical support.